Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The battery led was confirmed to be blinking on the battery charging board and the power factor controller (pfc) board was burnt. Several components of the imaging system power chain were replaced. The mechanical and imaging passed the system checkout. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Medtronic investigation of returned suspect motion control pcba board was unable to confirm the reported event. The returned motion control pcba board was installed in the imaging test system and functioned as expected. No problem was found regarding the motion control pcba board.as previously reported the power factor controller (pfc) circuit board and motor battery charger board were returned, analyzed and confirmed the reported event.

Manufacturer narrative:
Both device relays were returned to the manufacturer for analysis. The relays were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. These components were unrelated to the cause previously reported.

Manufacturer narrative:
The suspect power factor controller (pfc) circuit board and motor battery charger board were returned to manufacturer for analysis. Findings as follows: power factor controller (pfc) circuit board: failure mechanism was the in-rush current resistor. The in-rush current resistor was burnt and damaged due to electrical over stress. Motor battery charger board: failure mechanism was a burnt capacitor c19a. System is fully functional after these parts were replaced.

Event description:
A site representative reported that there was a burning smell when the imaging system was set up in the operating room. The battery led was blinking continuously. There was no patient involved with this concern.